Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic one week post-implant with complaints of dizziness and lightheadedness. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator exhibited inadequate low voltage output. It was further noted that the device exhibited a diagnostic anomaly which resulted in tachycardia therapy inappropriately switching off. The device was reprogrammed and restored to nominal settings. The patient's health condition was unknown.